Event description:
Infant placed on ventilator using heated humidifier. After several days on the ventilator, it was noted that infant circuit had melted. The low pressure ventilator alarm was activated. Heater temperature was set at 37 degrees and relative humidity set at +1. Circuit changed and no squeal noted.